Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Unit passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was repeatedly hospitalized for low blood glucose. The blood glucose reading at time of call was 205mg/dl. It was stated that the customer has been disconnected from the insulin pump due to severe hyperglycemia and gastroparesis. The husband stated that due to this issue, she has incurred some brain damage and he needs to take care of the customer. The husband stated that he is distraught and did not want to go over details of hospitalization. No further information was provided.